Manufacturer narrative:
(B) (4)

Event description:
It was reported that a male patient (pt.) Had been unstable previously, now stable & waiting air transport to hospital for surgery, nsr no ectopy hr 70-80. Clinical support specialist (css) received call from technical support person who had been assisting in troubleshooting a persistent helium loss alarm. They have tried decreasing volume & ratio, verified under fluoroscopy there are no kinks present, switched out to another pump & performed a leak test. Technician stated intra-aortic balloon (iab) failed test. Css reviewed previous troubleshooting with rn via phone. Helium loss 2 alarm is occurring approximately every 1-2 minutes, even in 1:4 ratio. There is no sign of blood currently in tubing. Css explained that based on information they have provided, it sounds like there may be a very small leak in iab & recommendation would be to remove & replace iab. Css reviewed risks of continuing to pump with this condition & rn said she would relay information to md. Css received several additional calls. Css spoke with md & explained recommendation to remove iab. Md was very hesitant due to pt's condition. Md understands risks & feels that either way is not a good option for pt. Md later called back to ask about pulling iab out through sheath. Md is concerned about bleeding issues & doesn't want to remove sheath. Css explained iab will not pass through sheath after it has inflated. Rn who spoke to css initially called back regarding bypassing alarms on pump. Rn stated it doesn't alarm when she bypasses alarms. Css explained that when alarms are off, pump will continue to pump thru all gas alarm conditions. Discussed risks of doing such. Css asked if md had replaced iab & she said at this point he opted not to & feels, it will be better handled in or. Follow-up report will be filed if additional information becomes available.